Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. Additional information received: the patient experienced post-ablation pain.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022. Additional information was requested and the following was obtained: for the ae post-ablation pain, the relationship to study device value "unlikely" has been changed to "not related".

Manufacturer narrative:
(B)(4). Date sent: 10/12/2021. Additional information was requested and the following was obtained: patient has recovered/resolved from partial portal vein trombosis (segment 6/7 branch) and occlusion of arterial branch of segment 6/7.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. Adverse event term: partial portal vein trombosis (segment 6/7 branch) severity value "mild" has been changed to "moderate" . Adverse event term: occlusion of arterial branch of segment 6/7, segment 6/7 because of complete ablation of segment 6/7. Severity value "mild" has been changed to "moderate".

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what was the location of tumor? Segment 6 subcapsular. What was the ablation probe insertion path, i.e., intercostal or other? Yes intercostal. How many probes were used? 2 probes. If the intercostal path was used, what respiration state (inspiratory vs expiratory) was the patient holding? Any change of respiratory status during the insertion? Expiratory state, no change during insertions. How was the pleural effusion identified? At 1 week scan, patient had also complains about dyspnea. Were there any issues experienced with device during procedure? Not at all. What led the investigator to conclude the pleural effusion was possibly caused by device used in the procedure? Disruption of collateral lymphatic in pleural cavity, diaphragm or intercostal area during thermal ablation may be responsible. A chylothorax is rare but may occur when the tumor is accessed through pleural space or if the tumors are located near the dome of the diaphragm. What is the current patient status? Patient recovered well, he is on a mct diet and we will see him in out-patient clinic in 4 weeks. Then we will evaluate if we can stop the mct diet. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial that the patient experienced a re-admission because of pleural effusion (chylothorax) and occlusion of arterial branch of segment 6/7.